Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: - please provide lot number? Unk. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections? The device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)? (B)(6). I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a used needle was received for analysis. During the visual inspection of the needle, the barrel hole and swage area were noted with marks probably caused by a surgical instrument. Besides that, it was observed that there were remnants of the suture in the needle hole. Additionally, the suture was not returned for analysis. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. During an unknown surgery, the suture was detached from the needle easily. The doctor didn't pull that hard during suturing. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.